Event description:
A discordant advia chemistry 1800 glucose result was obtained on one patient sample. The laboratory repeated the sample on the same system and an alternate system. There are no known reports of adverse health consequences due to the discordant glucose result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia chemistry 1800 instrument and instrument data. After analysis of the instrument and instrument data the fse determined that the cause of the discordant glucose result is unknown. The instrument is performing within specifications. No further evaluation of the device is needed.